Event description:
A malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device, which resulted in the malfunction not recurring. The customer was advised to continue using the pump and to contact technical support if a malfunction code recurs.